Event description:
The customer reported the system displayed gray washed out images during the procedure. The staff attempted several dig-spot shots, but were unable to obtain good image quality. The dr was able to complete the procedure without any pt harm, injury, or adverse outcome.

Manufacturer narrative:
The ge service rep addressed the following problems: a) images in mag1 and mag2 were washed out and gray. Determined possible table interference. B) tube noise seems excessive unable to find any problems. C) interconnect receptacle is loose. Determined the receptacle was loose. To resolve problem a) reviewed all images and found there was possible table interference. Checked the system is fluoro, hlf and dig-spot modes, but found no problems. Checked resolution and found this in specification. To resolve problem b): ran the system extensively, but could not duplicate the problem. To resolve problen c): tightened the interconnect recaptacle. Checked overall operation and verified the system performs as intended.